Manufacturer narrative:
Patient age: unknown; the information was requested; however was unknown. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that when implanting the intraocular lens (iol) into the patient's eye, there was a small hole observed (not a tear) in the capsule attributed to patient anatomy. Therefore, the abbott medical optics (amo) intraocular lens (iol) would not seat. The lens was cut out and the incision was enlarged to insert a new lens within the same procedure. The patient is doing well. There was no quality issue with the product. The small hole was attributed to patient anatomy. No further information was provided.

Manufacturer narrative:
Corrected data to initial report. Information that was known but inadvertently not provided. Concomitant medical products: 1mtec30 cartridge, lot #: cp02606. Additional information: the intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens has been cut into pieces, only one piece is returned, most probably to make explant/removal possible. Due to the damaged condition of the return no returned product testing can be performed. Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.